Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to improper clamping of the locking bar which resulted in loosening of the tibial bearing. The tibial bearing and locking bar were removed and replaced.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to an unknown reason. The tibial bearing was removed and replaced. Patient underwent a second revision procedure on (B)(6) 2013 due to disassociation of the locking bar. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03293 & 05114).